Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation found the distal tip of the probe broken. It was noted that the teflon jaw was damaged and the outer sheath of the device was loose and buckled. The device was sent tot he original equipment MFR (OEM) for further evaluation. The OEM found that the probe broken 16.5mm from the distal end, outside of the curve of the device. The damage found would account for the reported device not functioning.

Event description:
It was reported that during an unspecified procedure, the device was not functioning properly. There was no report of pt injury. No additional info was provided.